Manufacturer narrative:
(B)(4). Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device was explanted due to alleged premature battery depletion. It was noted that review of device image revealed normal battery depletion. The patient tolerated the procedure well.